Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during catheter removal, a small initial resistance to catheter exit was observed, the catheter then came out without approx. 3cm to the tip. Adverse patient effects are unknown.

Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One unopened unit pack epidural catheter 16g lateral eyes clear, one used catheter connector epifuse epidural - luer and one used catheter clear closed end were received for investigation. Under visual inspection there was cut off approximately 3cm long piece from used epidural catheter. It was also observed that catheter was stretched during use (reduced catheter od observed, such defect is typical when catheter is stretched). The unopened unit pack was opened, and components investigated. The epidural catheter was connected with epifuse connector and flushed by air under water. The unused catheter was found to be without any cut nor any other defect. The complaint was confirmed. Based on the problem description it was found that customer did not follow instructions for use. The customer provided a photo of needle which was in use with reported epidural catheter. As this needle is not manufactured by this manufacturer, we are unable to further comment on the properties of this component. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions were taken.